Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the q1 transistor was internally shorted on the bedside board. The cause of the inability to charge a battery pack is the shorted transistor. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.